Event description:
It was reported that the device consistently alarmed "system error" code: 132.3000 during the following infusions: pump a labeled; versed - asset# 51009612; pump b labeled; ketamine - asset# 51010450; pump c labeled; precedex - asset# 51009453 and pump d labeled; fentanyl - asset# 51010008. The facility biomed tested the devices to find the following message on the pcu 8015 as follows: system error, replace pc unit asap, settings un-restorable, record before pressing system off, code 132.3000, operating channels will continue as programmed. The patient was transferred to a different pump to complete the procedure. There were no adverse effects caused to the patient in the event.

Manufacturer narrative:
Correction: h.6 patient code and device code. The customer¿s report of a system error code failure 132.3000.0 was confirmed and reproduced. Physical inspection of the device noted no instrument seal. A 3rd party battery and front case keypad was observed. Dull iui connectors were observed. No other issues or anomalies were found. The error code 132.3000.0 is associated to a stuck closed tamper switch resulting in an audio alarm that cannot be silenced and infusion parameters that cannot be edited. It should be noted that active infusions will continue to infuse in this state. A review of the pcu event and error log confirmed the error event occurring on (B)(6) 2020 at 5:47:36 am. Testing confirmed the pcu tamper switch was stuck, attributing to the error condition identified in the logs. The root cause of the customer¿s report that device consistently alarmed "system error" code: 132.3000.0 is the result of the pcu tamper switch being stuck closed in the depressed position within the rubber boot. Device history review: review of the pump module service history record showed the device had a manufacture date of 28mar2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 23sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device consistently alarmed "system error" code: 132.3000 during the following infusions: pump a labeled; versed - asset# 51009612; pump b labeled; ketamine - asset# 51010450; pump c labeled; precedex - asset# 51009453 and pump d labeled; fentanyl - asset# 51010008. The facility biomed tested the devices to find the following message on the pcu 8015 as follows: system error, replace pc unit asap, settings un-restorable, record before pressing system off, code 132.3000, operating channels will continue as programmed. The patient was transferred to a different pump to complete the procedure. There were no adverse effects caused to the patient in the event.